Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for implant of the right atrial lead. Upon placement it was noted that the lead became dislodged. Several attempts were made to re-position the lead; however, the issue persisted. The procedure was completed using a replacement lead. The patient was stable.

Manufacturer narrative:
The reported event lead dislodgement during implant was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood tissue. X-ray examination of the lead found overtorque of the inner coil consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted, and helix extension length met specification. The cause of the reported event of dislodgement was isolated to the helix clogged with dried tissue and overtorqued of the inner coil.